Event description:
New information notes that the patient condition was good prior to, during and following the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that during a lead revision, the device was electively replaced due to the battery advisory. There was no eri alert or allegation of premature battery depletion.